Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error noted during testing. The following cosmetic damage was also noted on the device: cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on the lcd screen, scratched reservoir tube window, cracked reservoir tube, and cracked reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that her insulin pump woke her with a button error alarm. Her blood glucose at the time of incident was 191 mg/dl. She didn't recall any significant events that lead to the alarm. Customer attempted to change the battery but the alarm persisted. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The insulin pump was returned for analysis and a replacement device was shipped to the customer.